Event description:
The pt was revised because of loosening of the tibial tray, osteolysis and wear of the insert were noted.

Manufacturer narrative:
Examination of the submitted tibial tray component found evidence indicating device loosening. The root cause of the device loosening could not be determined; however, preferential loading of the femoral component onto the anterior aspect of the tibial insert is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.